Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (friend/family member of the patient) regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for malignant pain. It was further reported that the pump contained two other drugs; however, the reporter didn¿t know what they were. It was reported that the patient went to the emergency room (ER) on (B)(6) 2018 and they wanted to perform magnetic resonance imaging (MRI) but couldn¿t because of the pump. The patient was at the physician¿s office and they were trying to find out if he could have an MRI. Compatibility guidelines were requested for MRI. It was indicated that the procedure was not due to a problem with the patient¿s device or therapy. Symptoms reported included parallelization of legs and it was noted they need to check if the cancer was causing it. It was further described that it started with numbing of the leg when the patient gave himself a bolus. It was also noted that when the patient left the hospital after the pump implant, when he went up the stairs to the house from the garage, his legs had collapsed on (B)(6) 2018. It was not confirmed if the symptoms occurred suddenly or gradually. The parallelization of legs occurred last week in 2018; the date (B)(6) 2018 is considered an approximate date of event (year known only). It was indicated that the reporter couldn¿t answer any other questions and the reporter hung up during the call as they had to go. Additional information was received from a consumer on (B)(6) 2018. The patient had recently had two mris and now the patient was reporting soreness at the pump site on (B)(6) 2018. The soreness at the pump site had occurred suddenly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.